Event description:
Int'l ((B)(6) ) complaint recd. Reporting component breakage with one d1000 tego connector mated to bard dual lumen hickman catheter/dialysis tubing line. The tego had been placed on (B)(6), a total of four (4) three 3.5 hr hemodialysis treatments were administered over the eight day period by the h/c pt. Dialysis treatments were at no time impacted. H/c pt. Reported that "on (B)(6) 2015, during a routine change of tego, the inner part of the tego snapped off, becoming lodged inside the end of the hickman line." H/c pt. Was unable to remove the tego connector segment that was lodged inside the hickman lines. The hospital clinical mgr. Confirmed pt. "...drove herself to (B)(6) hospital and at 1800 presented to the hemodialysis unit where there were several attempts to remove the tego piece... These were unsuccessful and the patient was sent for a dialysis catheter change. Pt was given one dose of IV antibiotic and discharged at 21:30 hours (3.5 hour stay). Follow up information received from the h/c pt. Confirmed there were no medical complications, injuries directly related to this event. Follow up information obtained from the involved hospital clinicians state that they did not assess this as a product issue." The clinical coordinator has been using the tego product for many years and had not seen anything like this and felt that there was no way that the product would completely snap under normal usage conditions. The clinical coordinator felt that there had to have been extreme external force applied to have the tego snap. The patient did not admit to utilizing extreme external force." Follow up information received from the homecare patient confirmed there were no medical complications, injuries directly related to this event.

Manufacturer narrative:
Current status: the involved devices were removed and discarded. The exact cause(s) at this time are unknown. However, based on the current information/engineering assessments and related relevant data the most likely cause(s) are attributable to unintended force/incorrect usage.